Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The video board, image processor board, and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system image quality was degraded to a point in which they were not usable. There is no report of injury or death associated with the event described in this complaint.